Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01799 and manufacturer report # 3005099803-2014-01800 for the associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during an endoscopic procedure on an unknown date. According to the complainant, during the procedure, the first clip opened and closed but failed to release from the catheter. The device was removed from the patient. The physician attempted to use a second clip but the same issue occurred and the device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was detached from the bushing but still attached to the control wire via the tension breaker and the yoke. The prongs could not be opened; however, the clip assembly was able to be deployed. The prongs were noted to be bent and had an overbite. Also, the prongs were found not locked in to the capsule. A kink was found in the control wire. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01799 and manufacturer report # 3005099803-2014-01800 for the associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during an endoscopic procedure on an unknown date. According to the complainant, during the procedure, the first clip opened and closed but failed to release from the catheter. The device was removed from the patient. The physician attempted to use a second clip but the same issue occurred and the device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.